Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7153990, medical device expiration date: 2022-05-31, device manufacture date: 2017-06-02; medical device lot #: 8010593, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-10; medical device lot #: 7153991, medical device expiration date: 2022-05-31, device manufacture date: 2017-06-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe was damaged. It had foreign matter, scale marking issues, and it's stopper was jammed. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe was damaged. It had foreign matter, scale marking issues, and it's stopper was jammed. No serious injury or medical intervention was reported.